Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular fibrillation (vf). It was also reported that the right atrial (ra) lead exhibited oversensing, and undersensing leading to misclassification of atrial tachycardia/atrial fibrillation (at/af) as non-sustained ventricular tachycardia. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The crt-d, ra lead, and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial f ibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular fibrillation (vf). It was also reported that the right atrial (ra) lead exhibited oversensing, and undersensing leading to misclassification of atrial tachycardia/atrial fibrillation (at/af) as non-sustained ventricular tachycardia. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The crt-d, ra lead, and rv lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the therapy was confirmed to be inappropriate for a narrow complex atrial tachycardia (at) or sinus tachycardia. It was noted that the patient was playing basketball at the time of the event. The crt-d was reprogrammed.